Event description:
Major pump unit(s) involved: drive unit failureadditional text: speaker on system controller is faint, perc lock button sticks.specific component(s) involved: driveline malfunction; other component malfunction, specifyadditional text: tears noted in driveline, wires intact.other component: silicone casing has many tears noted, wires are intactcausative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): replacement of external controller; other interventions, specifyother intervention : thoratec repaired driveline with rescue tape.implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: drive unit failure specific component(s) involved: driveline malfunction; other component malfunction, specify